Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 400 mg/dl range. The customer changed the cartridge, infusion set tubing and site. However, the customer's bg level increased to 547 mg/dl. Insulin injections were used to address the bg level. During troubleshooting with tandem customer technical support (cts), the contact stated that the basal setting had been changed a week prior and that tiny air bubbles were noted in the current infusion set tubing. The contact indicated that the cartridge and infusion set would be changed. Cts recommended that the contact discuss the high bg with the customer's healthcare provider.